Event description:
It was reported that 8ml of amber-colored fluid was aspirated through the catheter. It was noted that they followed the catheter and it was in the intrathecal space. The patient was not on any blood thinners. It was later reported that the patient underwent a catheter revision and was doing fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, product ID 8709, lot# l66215, implanted: 1999-(B)(6), explanted: 2012-(B)(6), product type catheter; product ID 8575, lot# n0053412, implanted: 1999-(B)(6), explanted: 2012-(B)(6), product type accessory. (B)(4).